Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 20 x 3.00 rebel bare-metal stent was selected for use. However, after unpacking, it was noticed that the stent struts were lifted. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 20 x 3.00 rebel bare-metal stent was selected for use. However, after unpacking, it was noticed that the stent struts were lifted. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 20 x 3.00 rebel bare-metal stent was selected for use. However, after unpacking, it was noticed that the stent struts were lifted. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
E1: (B)(6). Device evaluated by MFR: returned product consisted of a rebel bms balloon catheter. The device was visually and microscopically examined. There were numerous hypotube kinks to the device. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. The stent was attached and in place. At 20mm from the tip of the device, a strut from the proximal end of the stent was lifted and pulled up.